Event description:
Customer reported that he has been hospitalized three times this week for low blood glucose, and he was in a car accident due to low blood glucose. The glucose reading at the time of the first hospitalization was 26, second 20, third 20 mg/dl. Customer stated that the second time he was lying in bed unconscious for about 8 hours until paramedics came. The third time he was in bed unconscious for about 24 hours until the paramedics came and got pt again. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.